Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat the tricuspid regurgitation (tr) with a grade of 4. Three clips were implanted reducing tr to 3. A fourth xtr clip was deployed to further reduce tr. After deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No further clips were attempted. Four clips implanted reducing tr to 3. The patient was stable post procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information received reported that there was difficulty visualizing the leaflets due to patient anatomy. The clip detached from the septal leaflet. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip system instructions for use states that the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It was reported that the mitraclip device was used to treat tricuspid regurgitation (tr); however, this use error did not contribute to any of the reported issues and adverse event. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.